Event description:
The dental implant fx6008swc was removed on (B)(6) 2018 due to failure to osseointegrate 1 month and 17 days after implantation. The patient has no significant medical history. The patient recovered without complications.